Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open total gastrectomy procedure, at the first firing in duodenum resection, the surgeon clamped the tissue and tried to fire the device however the surgeon noted all the buttons except for the silver rotation toggle did not work. As surgeon could not open/close the jaws, then re-inserted battery and performed calibration and removed the device from the tissue. It was replaced by another device and the procedure was completed. After the surgery, the sales rep and nurse re-checked the device in question, and noted the black release button of adapter did not move, and they could not connect the cartridge to the adapter. The surgical time was extended by less than 30 min. There was no patient injury.